Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient was also having difficulty charging and the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted.

Manufacturer narrative:
Event date: exact date unknown, event occurred for one year from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient was also having difficulty charging and the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned.